Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-08489. It was reported that a pericardial effusion occurred. A transeptal puncture was completed with non-bsc device. A 33m watchman ® laa closure device & delivery system (wds) was used with a watchman® access system. The closure device was deployed distal to the left atrial appendage ostium. A partial recapture was done and the closure device was pulled back into a better position. During assessment they noticed that a pericardial effusion occurred. Pericardiocentesis was performed and the device was released and successfully implanted. The patient was discharged the following day. No further patient complication were reported and the patient status is fine.